Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , had the door not triggering load and unload set and ¿not recognizing key in/out. Air in line when not present¿ was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper hook switch defective. The upper auxiliary requires replacement to address this issue. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition of air in line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not recognize an open door and alarmed air in line when not present during testing in the general ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.